Manufacturer narrative:
Pt with rib fracture non-union had a plate installed in (B)(6) 2009. On (B)(6) 2010, it was reported that the plate had broken. On (B)(6) 2011, it was reported that the plate had been removed. The 4 screws used to install the plate were removed with the broken plate.

Event description:
Ribloc plate was removed due to plate breakage.